Event description:
Programming error occurred when rate change attempted on insulin drip from 4 units to 6 units per hour. Programmed changed volume to be infused instead of rate. Patient received 167 units. Blood sugar dropped to 33. Patient recovered with treatment according to d50 protocol.